Event description:
Per (B) (4) adverse event report, the patient with this system experienced a wound hematoma that required evacuation. The patient was taken to the cath lab where 150 cc of clot were removed and the pocket was cauterized and reclosed with a pressure dressing applied. No further bleeding was noted and the system remains implanted. Linox sd 75/18, (B) (4), 1028232-2010-00766. Corox otw 85-bp, (B) (4), 1028232-2010-00669.